Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) on the right atrial (ra) lead one day post implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported small p waves were measured and the sensitivity was lowered. When the sensitivity was lowered ffrw over sensing was observed. The lead was reprogrammed and the ffrw oversensing was unable to be limited further.